Event description:
Pt with a trilogy brand pacemaker, model 2360l, implant duration 1+ years. Pt suffered a cardiac arrest and died in 2001. Device is part of the trilogy recall in 7/99. See dear dr letter. The letter advises physicians to use a special follow-up and monitoring program for pts. According to a 7/99 memo, "trilogy devices not affected", the pacemaker was part of a recall due to premature battery depletion.